Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 59.9 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient's pump was alarming due to a missed refill. The representative noted the hcp had been trying to get in touch with the patient and when she did she was informed that the patient was in hospice and was no longer going to be filing/using the pump. The representative wanted to know if there was any medical reason why the pump could not be empty. It was explained that the pump would not need to be filled if they were discontinuing therapy but the pump would continue to alarm. It was noted the pump was not going to be reprogrammed or filled any more. No symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.